Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that error code was displaying on the pump that was potentially allowing the patient to deliver more than their allotted ptc boluses, potentially over delivery of medication. The pump was subsequently explanted.